Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. The affected probe was not available for investigation as it had been discarded. It was confirmed that water dripped from the sr probe from the reagent transfer arm 1. Water dripping from any sample or reagent probe is often caused by improper probe assembly. The screw head may not have been tightened properly. A use error cannot be excluded. Further, it was confirmed by the field service representative that the v11 valve which could also cause probe dripping could be excluded as a root cause.

Event description:
The customer initially called on (B)(6) 2015, to report an initialization failure with the integra 800 analyzer. The customer also noted that one level of control for the phosphorus test and one other test were out of range on (B)(4) 2015. The controls for these tests were within range once repeated. To troubleshoot the initialization failure, the customer checked the probe and it had water on the tip and in the splash guard. There was no obvious damage to the probe. The customer dried all the water and tried initializing again. Initialization failed again. The customer was instructed to change the probe and he did this. Initialization then passed with the new probe installed. While troubleshooting, the customer stated that erroneous patient results had been generated on this instrument. He provided examples of two patient samples which had erroneous glucose hk gen.3 (glu) and calcium results. Of the two samples, one had an erroneous glu result reported outside of the laboratory. The customer also stated that one other test may had had a low result, but could not provide any specific information on this. The patient sample initially resulted as 17 mg/dl for glu and this value was reported outside of the laboratory to the emergency room. The emergency room questioned the result, stating that the patient's condition did not match the value. The patient was said to be "up and walking". The patient was analyzed for glucose using a finger stick sample with an accu-chek analyzer, resulting as 130 mg/dl. The original sample was then repeated on a c501 analyzer and resulted as 130 mg/dl. The accu-chek analyzer and c501 analyzer results were believed to be correct. The patient was not adversely affected. The glu reagent lot number was 60624001, with an expiration date of 01/31/2016. After changing the probe, the customer ran controls and the results were within range. The customer ran precision studies and he indicated that he was content with the results. The customer declined service. The customer confirmed on (B)(6) 2015 that there have been no additional issues and controls have been in range consistently since the probe has been changed. The glucose assay was calibrated on (B)(6) 2015 and the calibration was within range.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.